Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the defibrillator is beeping, the ready-for-use indicator (rfu) has a red cross, and it doesn't go past the boot up screen. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.